Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of door open alarm as a door not fully latched alarm observed at power-up of the device, but could not reproduce it during evaluation. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced a door open alarm. It was also reported that there was no patient involvement.